Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the sample showed a crosswise lying, cut open fibre in the polyurethane potting. The end of the fibre was observed to be potted. No particulate matter was visible. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with plasmafilter pf2000, particulate matter was observed inside the cap. There was no patient involvement. No additional information provided.